Manufacturer narrative:
An event regarding infection involving a trident x3 elevated rim 36mm ID was reported. The event was not confirmed. A device evaluation not performed as no device was returned. A review of the provided medical records by a clinical consultant indicated, ¿there is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation.¿ a device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot or sterile lot. The source of the infection could not be determined further information is needed. A CAPA trend analysis concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a left hip revision due to a failed cable from previous revision. Additional information: on (B)(4) 2013 sales rep indicated that the surgeon removed the reported components due to a possible infection.

Event description:
It was reported that there was a left hip revision due to a failed cable from previous revision. Additional information: on (B)(6) 2013 sales rep indicated that the surgeon removed the reported components due to a possible infection.

Manufacturer narrative:
The following other hip devices were also listed in this report: delta c-taper head 36mm +2.5, cat# 18-3625, lot# 36689001; ti sleeve for alumina head, cat# 17-0000e, lot# mla9r4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.